Event description:
It was reported that the day after implant ventricular impedance was high so the patient was brought back into surgery. It was noted that possible perforation was initially thought to be the issue but the echo was negative. The pocket was re-opened and it was then that the physician found that the device's set screw was loose. The set screw was tightened and impedances returned to normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.